Event description:
The magnet was ramped down and was scheduled to be given to a scrap vendor, but first the helium had to be removed. The field engineer opened the vacuum port contrary to instructions and the resultant warming of the helium caused a portion of the vent stack adapter to separate and this part flew across the room. The part bounced off the wall hitting a contractor, lacerating contractor's ear. The laceration was closed with stitches. The helium venting procedure is clearly defined in the co's documentation.